Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. A correction bolus via pump and a change of cartridge was administered to address bg level.customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. A correction bolus via pump and a change of cartridge was administered to address bg level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.